Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. It was reported that the graftmaster was deployed with a maximum pressure of 20 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) clearly states not to exceed the rbp. A conclusive cause for the reported device operates differently/failure to seal cannot be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient presented with an st elevated myocardial infarction (stemi). An unspecified stent was placed in the right coronary artery (rca). When post-dilating this stent with an unspecified balloon, a free perforation with extravasation occurred in the rca then hemopericardium was noted. Patient health began declining toward death and cardiopulmonary resuscitation (CPR) was started. With CPR still in progress, a 3.5x19 rx graftmaster covered stent was advanced and deployed at 20 atmospheres without issue, in an attempt to seal the perforation. Though the graftmaster was implanted without any issue, the graftmaster did not seal the perforation; reportedly, it is possible that the stent graft leaked but there was no time to confirm this due to the emergent need for intervention. With CPR still in progress, the patient was rushed to emergent coronary artery bypass graft (CABG) surgery. The surgery was successful, however, the patient expired on (B)(6) 2016 due to the stemi, perforation, and the hemopericardium. Intravascular ultrasound confirmed that there was no thrombus. In the opinion of the physician, the graftmaster did not cause or contribute to patient death. No additional information was provided.